Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and was not capturing as expected. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.